Manufacturer narrative:
(B)(4). A batch review has been conducted for potentially associated lots (gd880799, gd879908) with no defects noted. The assignable cause is use error - poor aseptic technique. The current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 2 for this incidence of peritonitis. As the patient discards supplies after each use a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Event description:
On (B)(4) 2011, during a follow up call for an unrelated alarm the peritoneal dialysis (pd) rn stated that the patient has had recurring peritonitis since (B)(6) 2010. She also reported that the patient would be having his pd catheter removed. On (B)(4) 2011, baxter contacted the pd rn regarding this peritonitis and she confirmed that the pd catheter was removed on (B)(6) 2011 for the recurring peritonitis. She reports that on an unknown date pd cultures were done. The patient was treated with vancomycin intraperitoneally from (B)(6) 2010 through (B)(6) 2011. On (B)(6) 2011, the patient started vancomycin (unknown dose) intravenous. The patient had been doing manual exchanges for an extended period of time(dates unknown) because he could not be convinced that the cycler was not causing the peritonitis. She also verbalized that the patient started hemodialysis on an unknown date in (B)(6) 2011 and would continue this therapy for 4 weeks. She reported that after 4 weeks the plan was to reinsert the catheter so the patient can resume pd therapy. The patient was not hospitalized for this episode of peritonitis. The peritonitis is ongoing and improving. She reported that this peritonitis was attributed to the patient's use error. There was no allegation against any baxter solutions or devices. There was no further information available.